Event description:
The customer reported there was reduced angulation with the evis lucera duodenovideoscope. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the adhesive part of the lighting lens was peeling off. The report is being submitted due to part of the lighting lens peeling off found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings, evaluation found the bending angle was insufficient and the play of the angle knob was out of normal state due to the elongation of the angle wire, curved rubber adhesive was missing, the operation part was discolored, the operation part cover surface came off, and scratches were found on multiple parts of the scope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although it was determined that the defect was likely caused by stress of repeated use, external factors, or handling, a definitive root cause of the glue of the light guide peeling off could not be identified. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.